Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause of the reported problem was failure of the power cord.

Manufacturer narrative:
The user facility reported to olympus that the power cord was severely damaged. Based on the available information, the likely cause is attributed to damage to the power cord due to user handling. To resolve the reported problem, the user facility indicated they would order a new power cord.

Event description:
A user facility reported to olympus that the monitor failed to power up. The problem, as reported to olympus, was found prior to the start of the procedure. The intended procedure was completed using a different device.